Manufacturer narrative:
(B)(4).

Event description:
It was reported that post implant the atrial lead exhibited loss of capture and p wave amplitude variation. Insulation abrasion was noticed on the lead near the suture sleeve while removing the lead. The lead was explanted and replaced. The patient was in a stable condition before, during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.